Event description:
It was reported that the blue end cap of a clearlink duo-vent continu-flo set could not be removed during setup. Later, the customer was able to wiggle the cap off with her fingers. The customer noted that her office is warmer than the cath lab. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a chatillon gauge was used to measure the pull force required to remove the cap and found the force required to be out of specification. The cause of the reported condition was an out of specification male luer. The male luer was concluded to be out of specification due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the unused device was received for evaluation in an opened pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The blue end cap was not able to be manually removed from the set. The cap was removed using a tool, and the inner diameter of the cap was measured and found to be out of specification. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.